Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose on (B)(6) 2021 with blood glucose of 21 and 24 mg/dl at the time of the incidents. The customer was at 127 mg/dl before the second incident, when the customer was riding her bike. The customer was given glucagon to treat. The customer experienced symptoms such as loss of consciousness, seizures, and acting intoxicated. The customer was most likely wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer also had a low incident on may 12, 2021 and 5 incidents in total. Troubleshooting was not completed as the customer disconnected the call. The insulin pump will not be returned for analysis.